Manufacturer narrative:
(B)(4). Concomitant medical products: unknown ascent bearing, catalog #: unk, lot #: unk. Unknown ascent femoral, catalog #: unk, lot #: unk. Unknown ascent tibial tray, catalog #: unk, lot #: unk. It is unknown if product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient was revised due to loosening.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No devices were received; therefore, the condition of the components is unknown. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.